Event description:
It was reported that, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead insulation damage was suspected but this was not confirmed. X- ray imaging was performed; no anomalies were noted. The rv lead was capped and replaced to resolve this event. The patient was stable.